Manufacturer narrative:
As norther information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. As result, the lead was surgically abandoned during a procedure performed to change the implanted pulse generator. A new ra lead was implanted prior to pocket closure.